Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured a no external power event on (B)(6) 2020, which was caused by power to the mpu being briefly interrupted. Additional information states that the type of power cord is unknown but the site will follow up with the patient,it is also unknown if the power cord came loose as the patient did not recall incident. There were no other environmental circumstance that would have affected power to the mpu

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 19 days of data (20may2020 ¿ 08jun2020 per the timestamp). The log file captured multiple no external power alarms on (B)(6) 2020 from 17:36:57 to 17:38:30 due to losses of power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power to the mpu was restored. The alarms did not affect the controller's ability to operate the pump at the set speed. A request for additional information was made to obtain the serial number of the mpu and to determine if the mpu has a locking ac power cord; however, the account communicated that the information was unknown. A request for additional information was also made to determine if the ac power cord was disconnected from the wall outlet or from the back of the mpu; however, the patient did not recall the incident and therefore the cause of the loss of power could not be determined. The account indicated that there was not an environmental circumstance, such as a loss of power to the home, at the time of the alarms. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.